Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -11.50 diopter, during the same surgery due to the lens was stuck in cartridge or injection system and tore/broke during injection/deliveryinto the patients right eye (od). There was no patient injury. The lens was replaced with another same model/ength lens and the problem was resolved.